Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was beeping and has an open image on the screen. The blood glucose level was unknown at the time of incident. Customer stated that they received open book image on the screen. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Critical pump error (open book image) not confirmed.